Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer was hospitalized on (B)(6) 2021. The customer does not use the auto mode feature.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported that customer was at emergency on (B)(6) 2020 because of seizure. Customer's parents stated that seizure happened due to low blood glucose level 4.3 mmol/l and insulin pump was over delivering. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode.insulin pump had blank display. Device will not be returned for analysis.